Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by guiding the customer through a pump reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.